Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient was diagnosed with peritonitis. The cause was unknown, and the patient was taking antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been encountering alarms on the liberty select cycler for several nights. The patient was experiencing air detected in cassette and draining slowly alarms which were reported to technical support. The patient and pdrn both did troubleshoot with technical support. The patient was instructed to go to the pd clinic for a manual drain. On (B)(6) 2023 the patient arrived at the clinic. The patient did not express any physical symptoms. Upon draining the pd fluid, the fluid was noted to be cloudy and contained fibrin. The fluid was sent for cultures. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin 2g every 5 days for 21 days and cefepime 1g daily (duration not provided). The patient reported to the pdrn that on the previous day they experienced diarrhea, but thought it was related to their laxative. The cultures resulted in no growth; however, the white blood cell count was 2,951. The patient did not require hospitalization for the event. The patient continues to complete pd therapy utilizing the same liberty select cycler during recovery. The cause of the peritonitis event is not determined. The patient does not recall any breach in aseptic technique or missing any steps during proper handwashing. No additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. There was no organism growth detected in the pd effluent culture and no cause of the patient¿s peritonitis has been established. Per international society for peritoneal dialysis (ispd) guidelines, for culture-negative cases, peritonitis should be diagnosed based on the presence of cloudy pd effluent and elevated white cell count > 100/l or > 0.1 × 109/l (after a dwell time of at least 2 h), with > 50% polymorphonuclear leukocytes (pmn). All dialysis treatments include risk of infection due to the decreased immune defenses of the patients and because dialysis techniques increase the potential of microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The peritoneal dialysis (pd) patient contact reported to fresenius customer service that the patient was diagnosed with peritonitis. The cause was unknown, and the patient was taking antibiotics. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been encountering alarms on the liberty select cycler for several nights. The patient was experiencing air detected in cassette and draining slowly alarms which were reported to technical support. The patient and pdrn both did troubleshoot with technical support. The patient was instructed to go to the pd clinic for a manual drain. On (B)(6) 2023 the patient arrived at the clinic. The patient did not express any physical symptoms. Upon draining the pd fluid, the fluid was noted to be cloudy and contained fibrin. The fluid was sent for cultures. The patient was diagnosed with peritonitis and initiated on antibiotic therapy. The patient was administered intraperitoneal (ip) vancomycin 2g every 5 days for 21 days and cefepime 1g daily (duration not provided). The patient reported to the pdrn that on the previous day they experienced diarrhea, but thought it was related to their laxative. The cultures resulted in no growth; however, the white blood cell count was 2,951. The patient did not require hospitalization for the event. The patient continues to complete pd therapy utilizing the same liberty select cycler during recovery. The cause of the peritonitis event is not determined. The patient does not recall any breach in aseptic technique or missing any steps during proper handwashing. No additional information has been provided.